Event description:
A customer reported that an antibody screen in 2006 was negative with 0.8% selectogen lot 8s739, however, post transfusion anti-c and anti-e were identified. Antibody screens were performed in 2006 with lot 8s730 and one month later with lot 8s739 (see MFR# 1050660-2006-00540). No reactivity was observed. Between the day of the first screen and the next day, the pt was transfused with 5 unit of packed red blood cells. Approx one week later, during post-transfusion testing of pt's sample with 8s739, a positive antibody screen was observed and anti-c, anti-e were identified. Pt was dat positive, eluate testing was performed and anti-c, anti-e were eluted.